Event description:
I have been using fixodent since 1994 to 1995, changed to super poligrip in 1995 until present time (2009). While using the above products, I noticed numbness and tingling in my extremities. I contacted my doctor on several occasions and have had cervical and lumbar surgery but continue to have the numbness and tingling in my arms and hands. Dose: 1 & 2. Denture cream. Frequency: 1 & 2. Once or twice daily. Route: 1 & 2. Oral. Dates of use: 1 & 2. 1995 - present. Diagnosis: 1 & 2. Denture adhesive cream.